Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the impedances are elevated and the longevity calculation indicates the implant only has 62% longevity left. Additional information received from the manufacturer¿s representative (rep) reported impedances were taken again and found that contact 9b was listed as investigational and the patient was programmed to that contact. The physician changed to contact 10 and saw good results at a lower ma and impedances were normal. The rep was going to check on longevity in 7 days. Additional information received from the manufacturer¿s representative (rep) reported the patient had a higher rate of 180hz, their amplitude settings weren¿t significant, and their baseline impedances were higher than average. Review of data showed there were three contacts were greater than 5,000 ohms (one being contact 9). The hcp changed programming away from contact 9 and moved it to contact 10. At that time the patient was getting good efficacy. Additional information received from the manufacturer¿s representative (rep) reported the left stn impedances for programmed contacts 1 (a, b, c) and 2 (a, b, c) are averaging between 2,500 ohms and 2,800 ohms. The right stn impedances for programmed contact 9 (a, b, c) were averaging between 2,800 ohms and 3,000 ohms except for 9 b which was >5,000 ohms. According to the rep these were much higher than the average patient, especially 1 year 3 months out from implant and wanted to better understand constant current systems. It was noted the patient¿s impedances were always in the normal ranges with nothing climbing over time, but this year when the patient came in for their bi-yearly follow-up there impedances were high only on 9b with all other impedances in the normal range as they always had been.